Event description:
It has been reported to philips that the c-arm would not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using another system. A philips field service engineer (fse) visited the site and examined the system's log file, which showed that the mechanical motion system's power control unit failed to perform its self-check. Although the input to the power unit was confirmed to be working correctly, indicating power unit itself was found to be faulty. As a result, the philips engineer replaced the defective power control unit. After the replacement, the system was successfully restored to its proper functioning state. The codes have been updated based on the investigation's outcome.